Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number gd894295 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 2 of 2. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient was hospitalized for the event. Treatment and cause of peritonitis were not reported. Four days later, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.